Manufacturer narrative:
Additional case detail provided by user facility. Relevant history/medical conditions provided by user facility. Spectranetics lead locking device added as concomitant medical product patient codes added.

Event description:
On december 27, 2018, the manufacturer received additional information from the facility via email, providing additional details of this event. There was no alleged reported malfunction of any spectranetics devices in use during the event. The facility director of cardiology reported the patient sustained only an azygos tear, and not an svc tear as initially reported. The two leads planned for extraction were a right atrial (ra) and right ventricular (rv) lead. Both leads reportedly contained spectranetics lead locking devices being used for traction platforms. Only the rv lead was extracted during the case; the ra lead was not extracted; it was abandoned due to case complexity. The suspected cause of the injury was reportedly a combination of the spectranetics tightrail device and pulling forces (spectranetics lld) that were both in use at the time of the event. The model and lot numbers of the lld device present in the rv lead are not available.

Manufacturer narrative:
Additional information received via phone conversation with manufacturer's representative regarding this event; this information is populated. Additional patient code added.

Event description:
Additional information: post market surveillance analyst spoke by phone with manufacturer's representative on (B)(4) 2018, who was not present at this procedure, to inquire if there were additional circumstances surrounding patient's death, since the reported svc (superior vena cava) injury was reportedly repaired. Representative stated that he had heard, subsequent to complaint submission, that the patient had an azygos injury instead, and emailed the physician for further information as to the details of the event. This additional information was not available and reportedly will not be provided to manufacturer.

Manufacturer narrative:
Patient weight was not available from the site. The lot# of the device was not available from the site as they discarded all devices after the case and the philips representative was not at the case. The expiration date is also unavailable as it is determined by the lot#. Device manufactured date cannot be determined as the lot# is unavailable. The device was disposed of after the case. There is no allegation that the spectranetics/philips device caused/contributed to the event.

Event description:
On (B)(6) 2018, a cardiac lead management procedure for the removal of 2 leads (1 right atrial and 1 right ventricular) due to bacteremia was performed. A spectranetics 13fr tightrail rotating dilator sheath 545-513 was being used when a small tear less than 1cm in the patient's superior portion of their superior vena cava (svc) was noted. Rescue efforts were implemented and emergent sternotomy was performed. The patient survived the procedure. However, the patient¿s family removed the patient from life support on (B)(6) 2018.